Event description:
I was used this on a resmed airsence 10 CPAP. The exhaust vent on the elbow attachment does not allow expired air out of the tube so pressure builds up. Without fresh air coming in the vent and old air coming out of the vent I ended up desaturating to the 80s and my stomach was distended from swallowing air all night. This issue could easily suffocate a user overnight and cause copd. I went to the white plains medical supply company where I purchased the unit and they tried another new quietair vent elbow and the same thing happened. The vent stays shut, not allowing air out or in!!! Please test this device and reconfirm. This could cause death, copd, hypoxia, aspiration, bowel symptoms and harm to many people who use this elbow. I suffered greatly my first night of CPAP because of this issue and was sob for 24hrs after. An online youtube video from another vendor describes this common issue and states to order the old version of the elbow which works without vent obstruction.